Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the needle mechanism did not deploy as intended during activation. Patient had blood glucose levels of 350 mg/dl so they called the doctor for advice. Patient gave themselves insulin.